Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On 12 november, 2020 it was reported that the patients trifecta valve had malfunctioned which required explant (B)(6) 2020. Further information has been requested.